Event description:
The customer reported to olympus, the camera head had an e226 endoscope communication error and the screen was full of noise and could not be displayed. The issue was found during receipt inspection. There were no reports of patient harm.

Manufacturer narrative:
E1/establishment name : (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. There were no additional findings. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomena be confirmed/reproduced. Olympus will continue to monitor field performance for this device.